Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic ring around reservoir compartment fell off. The customer¿s blood glucose level was unknown. The customer also stated the reservoir was unable to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Pump received with complete broken reservoir tube lip, cracked case reservoir tube window corner and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.